Event description:
It was reported that when the unit was plugged in, it began to smoke and a burning smell was noticed. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has not been received at the MFR for testing. An eval will be conducted upon receipt of the device and a follow-up report will be submitted after the quality investigation is complete.